Event description:
Or management reports an error code during the middle of a procedure. The system was rebooted and the error code was still displayed. Another unit was used to complete the procedure. Additional info provided by the surgeon indicates the sclerotomy was enlarged during this procedure. The pt's outcome is unk, however, the surgeon stated the prognosis is good.

Manufacturer narrative:
Evaluation/investigation including root cause determination is in progress.